Event description:
The facility's pharmacist reported a possible vancomycin overinfusion via a flogard infusion pump. The pump was used on a nursing home pt and during the course of the therapy the pt was hospitalized. The order for vancomycin, concentration of 750mg in 250ml to be infused over 90 minutes every 24hrs (each day at 8am), was initiated in 2005. The actual infusion, 250ml over 90 minutes, was started the following day at 8am. 9 days later the order was changed to vancomycin with a concentration of 500mg in 100ml, infusion of 100ml over 60minutes. The new order then continued. 8 days later the facility checked on the pt and was told the pt was in the hosp, but no details were provided to the facility. The following day the facility received a call from the hosp's nurse stating the pt was hospitalized due to "vancomycin infusion too fast". The hosp's nurse reported "there was something wrong with the pump". According to the facility, the hosp's nurse did not provided any details regarding the event. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis and status, pt injury, symptoms and and reactions, medical intervention, amount of overinfusion, and set up of the pump. No additional contact info available.